Event description:
I had the essure medical device to prevent pregnancy placed (B)(6) 2018, on (B)(6) 2018 I had constant very strong pain in my pelvic area. On (B)(6) 2018 I had emergency surgery to have the device removed. The device had imbedded into my tube from inflammation after only having the device for 5 days. I had an allergy to the nickel that I was never told was in the device. I was cut 3 times across my abdomen and had have both of fallopian tubes removed because of this device.